Manufacturer narrative:
Medtronic received the following information from a journal article entitled; morphologic characteristics and endovascular management of acute type b dissection patients with superior mesenteric artery involvement lu w, fu w, wang l, guo d, xu x, chen b, jiang j journal of vascular surgery 2021;74:528-36. Https://doi.org/10.1016/j.jvs.2020.12.099. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts and non mdt stent grafts were implanted in the endovascular treatment of type b aortic dissections with sma involvement. The following malfunctions were reported; endoleak the following adverse events were reported; sine, ischemia, occlusion, bleeding, renal failure, mi, aneurysm, re-intervention patient deaths were reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.